Event description:
On (B)(6) 2012, I had a bardport implanted port with open-ended catheter placed in, product code #0603880, lot #retl0485 by ret. Dr. (B)(6) for chemotherapy for breast cancer. After that I was sent for surgery to dr. (B)(6) for removal of left breast and port-a-catheter removal by dr. (B)(6), reported in medical documents that he removed port-a-catheter at same time with breast removal in (B)(6) 2013 following along with breast expanders placed in by dr. (B)(6) in same surgery. After that I started having chest pains, telling doctors (pcp) of pains and knot in port-a-catheter site. They kept saying swelling vessel, so I went to another doctor for second opinion; he observed the site, and sent me for an ultrasound on (B)(6) 2014 to discover that there was a probable short segment of catheter material, measuring approximately 8x4x4mm left in site retained catheter material. After going through all pain and suffering with severe anxiety pains like having a stroke, with taking all these meds (dilaudid 2-4mg every 4-6hrs a day, along with valium, tramadol etc) to find out this particle was still in me for a whole year. So imagine that and try understanding my pain after chemotherapy, and having to go back to having this removed deep from in me for a whole year.